Manufacturer narrative:
The reported event of gasket sticking out of the iui connector file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 6/20/2004. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for the lvp spring recall and the lvp recall an unrelated issue. No qn review was performed on the device since it was determined to be built prior to the implementation of sap 4.7. There was no correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported noting the gasket sticking out of the iui connector. Not on a patient, no patient harm, found in clean storage.